Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to advance the r2p destination slender device. The physician inserted the 150cm-long device into the radial artery. On the way to the target site, it became hard for the physician to advance the device in the superficial femoral artery and the physician could not push the device through the superficial femoral artery any further. The physician managed to continue the procedure and successfully completed the procedure. The physician wished to advance the device up to the more distal section. The patient had no health damage. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported device.